Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31668075) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stroke procedure, the physician used a 132cm cereglide 71 intermediate catheter (nic71132u / 31668075) through a zoom¿88 aspiration catheter (imperative care). Both catheters were well-hydrated (flushed), the cereglide reportedly got stuck in the zoom 88. During the advancement of the cereglide 71 catheter, the physician reported that it felt tight and as a result, the physician removed it and the cereglide 71 catheter stretched. The physician tried the second cereglide, a 137 cm cereglide 71 catheter (nic71137u / 31684676). Everything flushed well but the same issue was encountered. There was no negative impact on the patient. Additional information was received on 04-may-2026. Per the information, the procedure was targeting the m1 segment of the left middle cerebral artery. The target vessel was not excessively tortuous. The second cereglide catheter was also used with the zoom 88. The information indicated that for both cereglide catheters, the issue occurred on the first pass. After the second cereglide catheter, the physician used a zoom 7mm x 137mm to complete the procedure. The zoom 88 was also used to complete the procedure. It was confirmed that the zoom 88 was used again with the zoom 7mm x 137mm to complete the procedure.